Manufacturer narrative:
D9, h2, h3: the return of 9735772 provided the lot number 240103. The hardware was returned and analysis was performed. The returned cable had no apparent physical damage and passed a continuity test with no opens or shorts detected. No problem was found. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735796, 9735788, and 9735783 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: product ID 9735795 (lot: -);  product ID 9735772 (lot: -) h3, h6: a medtronic representative went to the site to test the equipment. Hardware was replaced and the system then passed testing. Codes b01, c07 and d02 are applicable to this analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that just before starting the imaging, it was noticed that the monitor on the camera cart was displaying "no video detected."  It was restarted twice and it was restored. There was no delay and no impact on patient outcome.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735788, serial/lot #: 24070046, product ID: 9735796, serial/lot #: 7yba4m4zwm3:-, product ID: 9735795, serial/lot #: 24085199, product ID: 9735783, serial/lot #: 023057a03278:- h2-3) the uninterruptable power supply (ups) was returned to the manufacturer for analysis. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h2-3) the personal computer over internet protocol (pcoip) was returned to the manufacturer for analysis. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h2-3) the monitor was returned to the manufacturer for analysis. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h2-3) the switch was returned to the manufacturer for analysis. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. All five of the ethernet ports pinged with 0% packet loss. Codes: b01, c19, d14 h2) please see section d9 for further additional information. H2) please see the additional codes section for updated annex g codes. Annex g code, g02014, applies to product ID: 9735795 and annex g code, g02027, applies to product ID: 9735788. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.